Manufacturer narrative:
The reported complaint was confirmed by customer supplied video and data log analysis. Data log analysis shows the central control monitor (ccm) stopping log entries at 11:31:17 on the complaint date. The system does not log any more entries until 17:57:15. Logs do not indicate what caused the unexpected reboot. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The ccp started the system early at 9:00am. He then left the room, came back and found ccm rebooting. The field service representative (fsr) was unable to verify the reported issue after cycling power a few times. The fsr forwarded the ccp's video clip to the manufacturer showing the ccm rebooting and not going to the splash screen. The fsr downloaded the data logs for evaluation, removed the suspect ccm and installed a loaner ccm and performed release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. During laboratory evaluation the reported issue could not be duplicated. The product surveillance technician (pst) performed functional testing, elevated temperature testing, cold chamber testing, power supply cable agitation testing and inspection, hard drive cable agitation and inspection, dual in-line memory module (dimm) stick agitation and inspection, printed circuit interface (pci) flex cable agitation testing and inspection and extended testing and observed the ccm to boot properly and function normally each time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was rebooting. As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.